Event description:
It was reported the device exhibited an air in line alarm. The event occurred during testing, there was no patient involved.

Manufacturer narrative:
Unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found the device to be in used condition, a worn uso seal, a bubbled dso seal, contaminated latch lock sensor, and a dented air detector. ¿cannot start pump¿ alarm was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that an inoperable air detector was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.